Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. Inspection under magnification revealed a pinhole in the balloon material 1cm from the distal edge of the proximal markerband. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).